Event description:
Additional information was received that a revision procedure was performed. This device was explanted and replaced without complication. No adverse patient effects were reported during the procedure. The device was returned to allow for reliability analysis.

Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory (B)(4) 2007 population product advisory was initially communicated on (B)(4) 2007, declared elective replacement indicator (eri) due to an extended charge time measurement. Technical services was consulted and discussed that since eri was declared greater than three months prior, tachy therapy could not be ensured. It was noted that the device delivers anti-tachycardia pacing (atp) often, to recover from the patient from ventricular tachycardia (vt). To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.